Manufacturer narrative:
The device was returned and evaluated.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during a procedure, the guidewire was difficult to insert within the lv lead. The lead was removed and a new lead was implanted. The procedure was completed without any adverse consequences to the patient.